Event description:
It was reported that an alarm 2 was followed by an alarm 26. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi).